Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead lot# unknown serial# implanted: explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: , UDI#: medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Hold for ss 12/29. Information was received from a trial patient who was using an external neurostimulator (ens) for urgency frequency and urge incontinence. It was reported that the patient was not feeling well/felt sick and had nausea/upset stomach. The issue was ongoing. The patient called back on (B)(6) 2022 and reported that they did not feel this was working and felt they are voiding more than before this. They stated they had not felt any stimulation since their procedure. When patient went to make an adjustment today, their therapy had been turned off. Patient stated they had an electrode that looked like it should have been plugged into their body hanging down. Patient was still on the right side with their therapy and was switched back to the leftside per the notes. Patient stated they are not real sure what to feel, as they had used a tens unit for pain and knew what that was to feel like. Patient stated they had chronic back pain and were not sure if it was that or the stimulation, but they felt pressure back there. Patient stated they were feeling the stimulation going down their leg. Patient stated they had a herniated disk that caused them to have the same feeling of the tingling in the back of their leg to their heels so again they don't know if it was the stimulation. Patient was currently on the left side and the stimulation set at 1.4. Patient was advised to contact their clinician for advice with concerns.